Manufacturer narrative:
Investigation determined the issue was most likely related to a faulty temperature probe. The unit is confirmed to have been placed back into use with no further issues. There was no patient harm. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 10 out of 16.

Event description:
Device did not cool cardioplegia to set temperature. Heater cooler was replaced during procedure. There was no patient harm.